Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that had "noise when is turn on". A quality engineer has identified failure code 73 as the condition. This condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during service evaluation. The quality engineer has identified the reported condition as failure code 73. The assignable cause was a loose motor coupler. The motor coupler was retightened to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.